Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis and experienced left sided deflation post procedure. The final fill volume of the prosthesis was 1000ccs. As a result, the unilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/4/2019. Device evaluation summary: it was reported that a 24-year-old patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device returned without fluid. White material was observed within the device and on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striation is more conclusive with sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).